Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while the customer was playing. Additionally, the pump touch screen became unresponsive and customer was unable to unlock the pump. Customer's blood glucose was 288-289 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.